Manufacturer narrative:
Report as per request from FDA medwatch program "this is to bring to your attention that we are in receipt of several supplement reports submitted by coopersurgical, inc., please be informed that there is no record of initial report submissions in emdr system. It appears that follow-up #1 could be actual initial report but may have been erroneously submitted as follow-up in error. Kindly verify the report and resubmit follow-up #1 report as initial report electronically through esg webtrader by checking only "initial" box and advise when complete."

Event description:
Ref e-complaint (B)(4). Retrospective review - reference repair log number 77089. Per repair authorization form: " no coag activation ."